Event description:
Overdelivery reported during routine scheduled preventive maintenance testing by the user facility biomedical engineer. There were no reports of pt events while the device was in clinical service. There was no add'l info available.